Event description:
Boston scientific received information that the patient was admitted to the hospital as the right ventricular (rv) lead was found to be dislodged, resulting in oversensing and inappropriate shocks. Additionally, this left ventricular (lv) lead was observed to be dislodged. An invasive revision procedure was performed. The rv lead was successfully repositioned and the lv lead was replaced. An x-ray was performed one day after the revision procedure which confirmed the rv lead had dislodged again. As a result, the physician explanted the rv lead and at that time observed that there was tissue encapsulating the distal portion of the lead and the helix. Upon further examination of the lead implant site, the physician discovered that the tissue capsule did not change shape when the helix was extended and retracted and may account for why the lead had dislodged a second time. To date, there were no additional adverse patient effects reported.

Manufacturer narrative:
At this time the lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.